Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) at 3pm. According to the csr's documentation, at the same time prior to the start of the alleged power issue, the patient claimed he felt "light and wobbly". It is not specified if the patient received any treatment after the alleged issue began. During troubleshooting, the csr noted the patient was using the correct type of test strip at the time of the alleged issue, there was no misuse of the lfs product, and the subject meter¿s batteries did not need to be replaced (per owner's booklet recommendation). The alleged power issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.